Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support (cts) was performed, and a pump reset was recommended to resolve the issue, however the customer declined further troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.